Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system did not complete the boot up sequence, it froze at the 0:00 countdown screen. Review of the log file shows malfunctioning flexvision pc. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that flexvision control service is not succeeded after 105 seconds. Customer reseated the connections a few times and the system booted up. Rse troubleshooted and reviewed the logs, found the system had power, and the flex pc looked like it was up, and the ts switch was on. Rse did not find grabber card errors in the logs. The rse confirmed that the issue was intermittent, and customer was rebooting to get the pc back up. To resolve the issue, the customer replaced the flexvision pc. After repair the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.